Manufacturer narrative:
Initial customer name: (B)(6). Results: one open 31g x 8mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320102. Visual examination was carried out on the returned sample and photos and it was observed that the non-patient end was broken. Conclusion: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. This results in the non patient end of the needle squashing against the inner walls of the hub or results in np end needle breakage.

Event description:
It was reported that after injecting insulin into patient, when removing the syringe, the non-patient end of the bd micro fine plus ¿ 31 g x 8 mm needle was broken. There was no report of medical intervention.